Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01496. It was reported the patient experienced ineffective therapy. X-ray confirmed that both the leads had migrated. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the leads were explanted to address the issue. Reportedly, therapy was confirmed post op.